Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the display turns off and on, the time and date changed, and the insulin pump alarmed no delivery without displaying anything on the screen. The customer's blood glucose level was unknown. The customer's call was disconnected and no further details were provided.